Event description:
During service by baxter tech the device failed accuracy test with under delivery. Per service shop, the hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.